Manufacturer narrative:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mersilene mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspaeunia and erosion. It was reported that patient underwent mesh removal on (B)(6) 2016 by (B)(6) due to extensive adhesions and infected perineal mesh.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.